Manufacturer narrative:
Lot number was not provided by hospital. Device history records could not be reviewed since no lot number was provided. Shipping records reviewed to determine lots purchased from zimmer for this catalog number. Device history records for these lots were reviewed for pulls strengths and they were above specifications. Unable to determine cause of event.

Event description:
Doctor removed skin staples from incision and explored the wound with his finger and discovered a small plastic object size and shape of a pencil eraser.